Manufacturer narrative:
Per the customer, the patient's second sample was a serial draw taken four hours after the initial testing. The customer collects specimens in 5ml lihep plasma tubes and centrifuged at 3900 rpm for nine (9) minutes. Per the customer, both levels of accutni qc have been performing within the customers established ranges. A system check was performed on (B)(6) 2011 by the customer and passed within specifications. On site service was offered but the customer declined. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result within risk stratification range for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, upon repeat analysis of the sample produced a lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.